Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate app was already connected to the wireless adapter, and the patient was in bed while the vad coordinator was connecting the system controller to the patient cable. The vad cart holding the heartmate touch was behind the vad coordinator. A connect power alarm then occurred after the connection was made but the alarm quickly cleared. The alarm had cleared before it could be viewed on the system controller. The alarm history was viewed on the system controller and a low flow alarm was observed. The vad coordinator noted that when they looked at the heartmate touch, the app was on the screen displaying that it was paired with the adapter and connected to the system controller, with a green check mark in the displayed message; the options to press continue or cancel were available. The vad coordinator then continued with starting a session, and the historical view was loaded, revealing a pump off alarm. It was noted that the patient was not affected by the pump stop and was later discharged. During training in the morning and afternoon of (B)(6) 2023, the pump was stopped several times, both by disconnecting the driveline and by pressing the stop pump button in the clinical view of the heartmate touch app. It was also reported that it was possible that the white power cable was disconnected before the red progress bar had completed filling after stopping the pump from the app. It was thought that when the patient was connected to the same heartmate touch, the red progress bar completed and the pump was stopped.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a pump stop after connecting to the power module/heartmate touch was confirmed. The submitted photographs of the system controller (serial number: (B)(6) event history displayed on the heartmate touch and system monitor captured the controller power cables being connected to the power module at 14:57:28 and 14:57:35 on (B)(6) 2023. Pump off and low flow alarms associated with a drop in pump speed to 1600 rpm were then captured at 14:57:40 on (B)(6) 2023. The next event, captured at 14:57:47 on (B)(6) 2023, showed a pump speed of 0 rpm with pump off, low flow, and low speed advisory alarms active. The final event captured showed that all alarms had cleared; the exact time that this event occurred could not be determined due to the blurriness of the photographs. The submitted log files from (B)(6) did not contain data relevant to the reported event. The controller event log file contained data from (B)(6) 2023 and (B)(6) 2023; data from the event date of (B)(6) 2023 was overwritten by newer data. The controller periodic log file contained data from (B)(6) 2022 to (B)(6) 2023; however, the periodic log file only collects data at specified time intervals rather than upon the detection of the event, and the pump stop that occurred on (B)(6) 2023 was not captured. No notable alarms were active in the log files. The submitted framework file downloaded from the heartmate touch (serial number: (B)(6) showed the system controller, serial number (B)(6), being connected to the heartmate touch at 14:24:43 on (B)(6) 2023; however, it was reported that the heartmate touch tablet clock is off by approximately 30 minutes. Therefore, adjusting for the difference in clocks between the heartmate touch tablet and the system controller would confirm that the pump stopped at approximately the same time that the controller was connected to the heartmate touch. The framework file also showed that the last controller to be connected to this heartmate touch prior to hsc-082823 was serial number (B)(6) on 03jun2023 at 14:23:14. A log file from (B)(6) was submitted for review. The log file captured an intentional pump stop command being received at 15:00:58 on 03jan2023, which is consistent with the user pressing the ¿stop pump¿ button on the heartmate touch app. The pump then stopped at 15:00:59. The white system controller power cable was then disconnected from the power module patient cable three seconds after the intentional pump stop command was received; this indicates that the white power cable was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling. The black system controller power cable and driveline were then disconnected, and the system controller was powered off. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop on the next running pump that is connected to the heartmate touch app. The reported event was determined to be due to the demo controller in use with the heartmate touch prior to this event being disconnected from the power module/heartmate touch before the progress bar had completely filled after a stop pump command was sent, resulting in the stop pump command being sent to the controller associated with this event upon connection to the power module/heartmate touch. A corrective and preventative action (CAPA) has been initiated to address this issue. The abbott sales representative involved in the or training with the demo controller on 03jan2023 was retrained on this issue as a result of this event. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, low speed advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.